Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Data download could not be performed because the receiver would not boot up. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional testing has been performed on the returned device. Functional testing and manual "try it" test was attempted but could not be performed due to the perpetual rebooting of the device. The reported event of receiver ceases to function was unable to be determined. A root cause could not be determined.